Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. The patient reported that it can take up to 10 min when she is trying to bolus because the handset is lagging at 90-91%. The patient¿s lockouts were: bolus duration: 2 min lockout: 1 hour 30 min dose restriction: 16/24 hours max activation:12 per day. The patient stated it started about 4 weeks ago - it has gradually gotten worse. The patient stated she just had the pump refilled last week and states it is not any faster. There were no changes to the programming about the time the lag started, and it can sometimes take up to 10 min to connect. The patient thinks the lag is much longer mostly in the am and early evening and only sometimes at night, but she was not certain. The patient states she closes the app and powers off both external devices which does not resolve the issue or help in anyway. When the patient was asked if changing placement of the communicator over the pump, did timing improve, the patient stated no, moving the communicator makes it take longer.

Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, lot#serial#: (B)(6), product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.